Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the arterial monitor's pressure display would blank out when the fsr attempted to calibrate or read pressures. Since the event occurred during preventative maintenance, there wa sno patient involvement.

Manufacturer narrative:
The complaint was confirmed by the field service rep (fsr). After the fsr replaced the temperature/pressure printed circuit board, the unit operated to manufacturer's specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.